Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The 80% - 90% stenosed lesion was located in a moderately tortuous and mildly calcified distal right coronary artery (rca). The lesion was pre-dilated with a 2.75 x 15mm balloon. A 2.75 x 38 mm synergy drug eluting stent was deployed at 14 atm. The balloon inflates, the stent was fully expanded and deployed. The stent was post dilated with a 3.00 x 12 mm balloon at 14 atm. After post dilation, type c dissection occurred at proximal edge of the stent. A 4.00 x 16 mm synergy stent was deployed to cover the dissection and completed successfully the procedure. There were no further patient complications, and the patient was stable post procedure.